Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that during end of life explant and replacement of the primary cell device and replacement to a rechargeable device fluid was noted in the connector block. This neurostimulator was implanted for about 7 months. The depletion was due to higher energy requirements. There were no abnormalities with the device. It was noted that there was no pt injury.